Event description:
It was reported that during a photoselective vaporization of the prostate procedure, an error stating fiber port overheating please replace fiber, was displayed with three different fibers after about 10,000 joules of use for each fiber. The physician placed a catheter and finished the case prematurely after about 10% of the procedure was performed. The patient was sedated when the procedure was cancelled. No additional patient complications were reported. This report is being submitted due to the aborted/cancelled procedure.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber did not identify any defects. Functional testing with helium neon (hene) laser fixture did not identify any signs of breakage along the length of the fiber. The reported observation was not confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, an error stating fiber port overheating please replace fiber, was displayed with three different fibers after about 10,000 joules of use for each fiber. The physician placed a catheter and finished the case prematurely after about 10% of the procedure was performed. The patient was sedated when the procedure was cancelled. No additional patient complications were reported. This report is being submitted due to the aborted/cancelled procedure.